Event description:
Customer reports a fiber leak on the dialyzer's first use after preprocessing at the onset of treatment. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.